Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked event after 3 hours of insertion. Insertion site was abdomen. Patient regularly rotate site location. Blood glucose at the time of event was 400 mg/dl. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). H1: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-28251. Correction: this MDR is being submitted to correct the submitted lot number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples were tested for flow. All test results were within specifications as per the test report tw (B)(4) complaint test report.pdf attached in this record. And additional tests for the reference samples were documented for the malfunction idd-pmc05.47 soft cannula found kinked upon removal from infusion site, under section 06.45. And the visual inspection was found within specifications. Samples were returned for investigation process of the complaint and was carried out in accordance with work instruction guidance for visual testing for complaints area version 1 for the code "soft cannula found kinked upon removal from infusion site." Complaint investigations. 7 used cannulas were provided and there is visible 6 cannulas were kinked. Test results: visual test according to work instruction version 1. 6 of 7 used cannulas failed the test. Functional flow test #1 according to (B)(4) version 1. 7 of 7 used cannulas passed the test. Device history record (DHR) review: the lot 6005302 was manufactured according to the work instructionversion 110 manufactured in the line 3, on 11/feb/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 30/jan/2025 against malfunction code idd-pmc05.47 and lot 6005302 and other 3 complaint have been registered in tw for the same lot 6005302 and malfunction code.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 02 - MDR (B)(4)- MDR 3003442380-2024-28251. Correction: this MDR is being submitted to correct the submitted expiration date under d4 and device manufacturer date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples were tested for flow. All test results were within specifications as per the test report tw (B)(4) complaint test report.pdf attached in this record. And additional tests for the reference samples were documented for the malfunction idd-pmc05.47 soft cannula found kinked upon removal from infusion site, under section 06.45. And the visual inspection was found within specifications. Samples were returned for investigation process of the complaint and was carried out in accordance with work instruction guidance for visual testing for complaints area version 1 for the code "soft cannula found kinked upon removal from infusion site." Complaint investigations. 7 used cannulas were provided and there is visible 6 cannulas were kinked. Test results: visual test according to work instruction version 1. 6 of 7 used cannulas failed the test. Functional flow test #1 according to (B)(4) version 1. 7 of 7 used cannulas passed the test. DHR review: the lot 6005302 was manufactured according to the work instructionversion (B)(4) manufactured in the line (B)(4), on 11/feb/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 30/jan/2025 against malfunction code idd-pmc05.47 and lot 6005302 and other 3 complaint have been registered in tw for the same lot 6005302 and malfunction code.

Event description:
To date additional patient or event details have been received which are added in h11.